Event description:
A distributor contacted heartsine to report that a customer¿s device was not responding to on button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The reported fault was attributed to membrane failure due to storage outside of the indicated conditions. The corrosion observed on the membrane pcb and usb contact collars would indicate the device had been stored outside of the indicated conditions. The device was scrapped by heartsine.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not responding to on button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.